Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the patient¿s ilet would not charge on either of two charging pads, while a backup ilet charged normally on both, and the patient¿s device was replaced with the backup to complete training. Symptoms included no clinical effects or blood glucose issues. Outcomes included no alerts, no alarms, no adverse events, and no hospitalization. Investigation included functional testing of the patient¿s ilet on two chargers and comparative testing with a backup unit. Investigation of this device revealed a device charging failure isolated to the patient¿s ilet, with the chargers and backup device functioning as expected, indicating a malfunction of the original ilet¿s charging function or related hardware. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the charging subsystem.